Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed tissue between the jaws. The jaws were stuck shut. The jaws were forced open and the handle was latched and unlatched ten times without difficulty. The knife was not trapped within the jaws. The IFU for this device states, to minimize tissue sticking; keep the jaws of the instrument clean at all times; clean the instrument more often when working in a bloody field; if consistent sticking is encountered, reduce the bar setting; do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.

Event description:
The customer reported that during the procedure the jaws would no longer open. The device was excised from tissue. There was no patient injury.